Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the oxygenator was not warming efficiently as expected. The product was not changed out. The customer did not achieve the ability to adequately rewarm the pt for 25 minutes. The customer realized that they connected the tubing circuit backwards to the oxygenator. Upon reversing the tubing circuit connections they were able to quickly rewarm pt. It is noted that the customer's intervention was necessary to prevent a serious injury. The surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for eval. The device was visually inspected and no anomalies were noted. The device was performance tested and was determined to be within manufacturing specifications for heat transfer. A review of the device records did not indicate any manufacturing related issues. It is noted in the instructions for use that the oxygenator is not bi-directional and requires a prescribed direction for flow. The device also has labeling that indicates this direction. Thus, this event is not confirmed to be related to a malfunction of the device. (B)(4). All available info has been placed on file in quality management for appropriate tracking, trending and follow up.